Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and motor position encoder error. Customer reported the drive support cap appears normal. No harm requiring medical intervention was reported. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.